Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger can neither confirm nor deny the reported behavior due to missing relevant details, an investigation is not possible. The type of alarm was not transmitted; it cannot be excluded that a large leakage in the patient circuit outside the device has significantly disturbed the ventilation, triggered corresponding alarms ("fresh gas low or leakage") and that the user has perceived the reduced flow at the patient opening as a stop of ventilation. And even considering that indeed a ventilator failure was present, this was not necessarily related to technical issues with the device - the supervisor function of the software responds to various conditions with a safety, shutdown of automatic ventilation to protect the patient from potentially hazardous output. For example, if a tube of the patient circuit becomes kinked in a moment during which the ventilator attempts to apply a breathing hub, this can lead to a transient rise in airways pressure upon which the device responds with a shutdown of ventilation. However - even though the triggering condition is not known, the particular scenario cannot incorporate a previously unidentified or falsely assessed risk since the device posted an alarm. All alarms, potential root causes and dedicated remedies are listed in the IFU. It is recommended to have the device checked by authorized personnel and to have it repaired if necessary.

Event description:
Dräger received an ufr in which it was stated that the anesthesia workstation suddenly posted an alarm during use and that automatic ventilation stopped. As per report, the users swithced to manual ventilation temporarily until a replacement device was available. No patient consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.